Manufacturer narrative:
Updated: d4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified directly below). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. The customer further reported that there was no deviation or deficiencies or concerns in reprocessing.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no detection of microorganisms were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found: the image guide bundle had significant breakages. The image guide bundle has a stain. The adhesive on the bending section cover had a crack. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to deformation of the bending tube, the joint section between the bending tube and distal end was not secured. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.